Event description:
Device allows customer to switch from millennium mlc to micro mlc without parking the millennium mlc. A stereotactic treatment with micro mlc was planned for a patient in 3 days; 12 gray in 3 days, 4 gray per day. The session of the last day was delivered with millennium mlc closed. During the patient set up for stereotactic treatment, the users didn't see the field light and they thought that the lamp was dead. Before the stereotactic treatment, an imrt treatment was delivered that left the millennium mlc closed. The customer installed micro mlc for the stereotactic treatment. For the treat application, they switch from millennium mlc to micro mlc without parking the millennium mlc. The site reports that the physician has plan to treat the patient by 400 cgy sessions; because the measured dose during the event was 8 cgy instead of 400 cgy; in fact, it would be two weeks later.

Manufacturer narrative:
A varian medical professional review of this report has determined the following: planned imrt stereotactic treatment with micro mlc for 3 treatments in 3 days of 4 cgy per treatment. During one treatment, only 8 cgy was given instead of the planned 400 cgy - apparently, the 400 cgy was given 2 weeks later. Since the fraction scheme is extremely important in addition to the daily and total dose, this two week delay could make the radiation less effective. Though still under investigation, varian has determined that an MDR is appropriate, as information provided reasonably suggests that the varian device has or may have caused or contributed to serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.